Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda appears to be related to patient¿s pre-existing anatomy and due to thin leaflets and enlarged left atrium. Image resolution poor was associated with patient and procedural circumstances as difficulties visualizing the clip during the procedure were reported due to thin leaflets and enlarged left atrium. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in b5 is filed under separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment. It was reported that on (B)(6)2023, a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) grade 4 with enlarged atrium and thin leaflets. Two clips were implanted, reducing mr to grade 2-3. It was difficult to visualize the clip due to enlarged atrium and thin leaflets. It was noted that leaflet coaptation and insertion were performed but was difficult to judge leaflet capture. One day post-procedure, a single leaflet device attachment (slda) was observed. The clip (30317r1017) had detached from the posterior leaflet, and mr increased to grade 3. In the physician¿s opinion, the slda was due to pre-existing patient anatomy. On (B)(6)2023, single leaflet device attachment (slda) was observed on the second clip (30329r1118). The clip had detached from the anterior leaflet. No additional information was provided.